Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed error code e-107 (output problem). The issue occurred at preparation for use for a therapeutic (lap hernia) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the reported event was not confirmed but an additional reportable event (e105-lamp error) occurred and was due to a faulty led (light-emitting diode) light source unit. Olympus will continue to monitor field performance for this device.